Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional tests could not be completed due to this alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was stuck in the priming sequence. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.